Event description:
It was reported while using a hoyer lift transferring resident from the bed to a wheelchair the lift tipped. Staff was attempting to back the lift from the bed, when this happened. Causing the resident to land on the floor; no injury to resident. "Per facility upon maintenance check and review, bolt to secure placement of rod/hydraulic had become loosened, hole drilled in rod so that screw would securely go into rod rather than up against post."